Event description:
It was reported that during device change-out for normal eri, externalized conductors were observed under fluoroscopy. Patient was asymptomatic. No electrical anomalies were detected. The lead was capped and replaced.

Manufacturer narrative:
.